Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Since the exact date of incident in (B)(6) is unknown, (B)(6) 2022 is given. Serial number is currently unknown. Since the exact implant date in (B)(6) is unknown, (B)(6) 2022 is given. Device remains implanted. Concomitant medical products: additional conformable gore® tag®thoracic endopros. Device remains implanted. Currently awaiting additional information regarding patient and device from reporting physician.

Event description:
It was reported that a patient presented with a type b dissection and was treated with a conformable gore® tag® thoracic endoprosthesis in (B)(6) 2022. The endoprosthesis reportedly penetrated the aortic wall and caused a type 1a endoleak. A follow up procedure to implant another conformable gore® tag® thoracic endoprosthesis as an extender to the brachio cephalic artery was successful. At the beginning of (B)(6) 2022, the patient collapsed and died. An obduction showed a type a dissection.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information regarding the reported case such as implant date, event date, date of death, additional patient information and history, serial number of the device and cause of the event. As no additional information has been provided, the investigation is considered complete and the case will be closed with the information available. H6: according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to vascular trauma.